Event description:
It was reported by a vns patient's mother that she believed the device was making the patient's seizures worse. She stated that the patient is also having a sore throat following a recent seizure and she wanted to know if the magnet could be left over the generator for a prolonged period of time to disable the device due to these issues. The caller was instructed to follow up with the treating physician. The caller stated they have experienced this issue in the past; however, the physician believed previous reports were due to seasonal allergies. Good faith attempts to obtain additional information surrounding these recent events were unsuccessful to date.

Manufacturer narrative:
Analysis of programming history performed.